Event description:
During twin hook surgery, the surgeon used the compression screw. The compression screw broke when the t-handle screw driver used for compression. The surgeon was not able to remove the broken tip of the compression screw. No adverse consequence was reported.

Manufacturer narrative:
This device is not cleared for sale in the united states but a similar device is commercially available for sale in the united states. A supplemental report will be submitted upon completion of the investigation.